Event description:
It was reported to our sales rep, by the chief surgeon of the hospital, that a male patient (approximately (B) (6)) underwent a revision surgery due to broken gamma nail, which was implanted approximately, (B) (6) 2009. According to his information, this surgery was carried out because the patient was having problems. Dr mentioned that replacement implant was available to complete the surgery successfully so that the patient finally was not impaired.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.